Event description:
It was reported that there was a right ventricular (rv) lead pacing issue. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).